Manufacturer narrative:
It was reported that the unit displayed "belt slip" error message. A getinge field service technician (fst) was onsite and investigated the unit in question on (B)(6) 2021. It was found that one pump in twin pump was showing "beltslip" error message. The optical tacho board was calibrated. The system was checked according to factory¿s specification and all tests passed. No parts were replaced. The device was put back into use. According to the service manual heart-lung machine hl 20 version 02 in chapter 6.11.6 adjustment of tpm (twin pump module) optical tacho board the following is stated: the optical tacho must be adjusted after replacement or in case of speed differences between control system and safety system. The most probable root cause could be determined as aging. Device was manufactured in 2013-11-04. Aging can change the properties of electronic components, which can cause it to have to be re-adjusted. Thus the reported failure could be confirmed but the product was functioning as intended. As an action the getinge sales and service will be informed to follow the instructions in the service manual. Non-conformities (include non-conformities in production process) at mcp were reviewed for the period of 2013-11-04 to 2022-01-10 . There was no non-conformity related to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the unit displayed belt slip error message. Complaint ID #(B)(4).